Event description:
Adverse event(s): "undercorrection" (blurred vision). Product problem(s): "error message 21" (device display error message). A surgeon reports that during surgery on the last pt, the laser was blocked with error 21. The procedure was aborted at 17%. The pt was sent home and brought back the following day for completion of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)